Manufacturer narrative:
(B)(4). Initial implant included the rns device and four leads. Port 1 -dl-330, sn (B)(4), left frontal lateral central. Port 2- cl-315, sn (B)(4), left frontal anterior pre central gyrus. Not connected - dl-330, sn (B)(4), left frontal central gyrus. Not connected - cl-325, sn (B)(4), left frontal posterior pre central gyrus.

Event description:
Patient reported intermittent drainage (1-2 times per week) from a well healed craniotomy incision. No drainage was observed in clinic. Labs were performed and patient was diagnosed with a deep incisional infection. Treatment included: explant of the rns system (rns device and all four leads) and IV antibiotics via PICC line for 6 weeks.